Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the instrument test well images in question because access was not given. Additionally, no customer blood sample was sent to the immucor laboratory for testing because the customer stated that the blood sample was previously drawn on either (B)(6) 2017 or (B)(6) 2017.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected abo blood group mistype when tested on a galileo instrument on (B)(6) 2017.